Manufacturer narrative:
It is unknown where the metal particulate originated, as the evaluated instrument was intact, it was not damaged, and no particulate was found. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 1 of 3. See related medwatch report numbers: 0001920664-2021-00140 and 0001920664-2021-00141.0.

Manufacturer narrative:
The product was returned for evaluation with the irrigation and aspiration handpiece loose in the bag. No metal particulates were found inside the bag and the three blisters. The cannula of the aspiration handpiece was clean and not damaged. There were no signs of any particulates visible in the water container after the handpiece was rinsed. The device history record was reviewed and no deviations or issues were found. The lot was manufactured according to specification. Report 1 of 3, see related medwatch report numbers: 0001920664-2021-00140, 0001920664-2021-00141.

Event description:
The user facility in the netherlands reported that metal particles were found in the patient's eye after surgery. Rinsing did not remove the particles therefore additional surgery was needed to remove them by using forceps. Currently, the patient's vision does not seem to be affected and extra treatment is not necessary.